Manufacturer narrative:
H3: the manufacturer representative (rep) went to the site to test the imaging system. The reported issue was that as they were pulling the image acquisition system (ias) away from the bed, the gantry hit the bed and got damaged. They were able to successfully remove it from the bed and close the gantry. They pulled the system out of the or but were unable to get the gantry to open. Troubleshooting with staff via phone included directing them to use the door override button and the system opened successfully. They used the normal door open and close buttons after the override button and was also successful several times before using the system again for a case. The system was functional. The site stated that no covers were broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that when site was pulling the image acquisition system (ias) away from the bed, the gantry hit the bed and got damaged. They were able to successfully remove it from the bed and close the gantry. They pulled the system out of the or but were unable to get the gantry to open. This issue occurred intra operatively and there was no reported impact to the patient outcome. No additional information was provided.